Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 61-year-old male patient with a past medical history of coronary artery disease (cad), and diabetes, presenting in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). While the patient was in the intensive care unit (ICU), the patient was having bleeding issues. A blockage was cleared from the chest tubes and 1,700mls blood was noted in the drain. The patient was given 6 units of packed red blood cells (prbcs), 2 units of platelets, and one unit of fresh frozen plasma (ffp). The patient was taken to the operating room (or) for a washout. No primary source of bleeding was found. No bleeding was noted at the impella's anastomosis and graft. The physician believed the bleeding to be coming from the sternal wires and coagulopathy. Three days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.0lmin as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.